Event description:
The reporter stated that the connector was cracking.

Manufacturer narrative:
One unit was returned for evaluation with the male of the slide swivel broken off inside the female luer on the yellow leg of the trifurcated set. It appears that the male was inserted too far. When the unit was being removed, the male slip twisted off. Hemostat marks were observed on the female luer lock. This issue may have been a result of abuse. Lot history review is not available as the lot number was unk to the customer. Medex was able to confirm this issue and determine a possible cause. No additional action is necessary at this time. Medex considers this MDR closed with this report. This was filed under MFR report number 1518762-1998-00058 in error.